Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced a stroke six days after undergoing a permanent implant procedure. No other information was provided.

Event description:
A report was received that the patient experienced a stroke six days after undergoing a permanent implant procedure. No other information was provided.

Manufacturer narrative:
Additional information was received that the patient had their ipg replaced in 2015. The patient suffered a severe stroke and was left hemiparaplegic and dysarthric.